Manufacturer narrative:
An engineering investigation was initiated, however there was insufficient information to conduct the investigation. Essential information such as (pictures, descriptions of event, usage situation, cleaning method) were not available. Furthermore, the suspect transducer was not returned in its the original failure condition for reproducing the issue. The customer received a replacement transducer to resolve their immediate issue.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Event description:
A customer reported an incident where the x7-2t transducer was not recognized and then displayed a warning message that the transducer was overheating on the ultrasound system. The transducer was removed from the patient. It was alleged that the patient was hypertensive and tachycardic. Additional information is being gathered regarding event details and root cause of the issue which will be included in a follow up report.